Event description:
It was reported that the infusion set tubing appears to be weak near the luer lock which could have led to a leak. No adverse event was reported. The infusion set was requested to be returned for product evaluation.